Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the cable that enables mobility of the fenestrated bipolar forceps (fbf) instrument broke in half while coagulating bleeding that had occurred. The bleeding was expected as part of the procedure and was temporarily resolved using a clamp on the unspecified tissue and/or vessel. The estimated blood loss was not significant but was described as ¿excessive¿ due to the delay in coagulation for hemostasis and a backup instrument was required. The cause of the bleeding in unknown. However, the initial reporter indicated that the cable that broke on the fbf instrument did not cause the bleeding. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined although the initial reporter indicated that the bleeding was expected. Intuitive surgical, inc (isi) has not received the fenestrated bipolar forceps (fbf) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of an image, provided by the customer, of the instrument was performed. The image appears to show a broken instrument grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis evaluation. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable. Further inspection found no abnormally sharp or damaged components.

Event description:
Refer to h11 for follow-up information.